Event description:
It was further reported that the patient was experiencing buzzing and tingling regardless of whether the stimulation was on or off. It was noted that the emergency room told a manufacturer representative that the patient would go to the ER on a regular basis for pain medications since after the patient was implanted. The impedances were checked and came back fine. It was noted that the patient didn¿t want the device on so they representative turned it off for them. No interventions were reported. The cause of the issue was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated that when she tried to use her device, "excruciating pain shot down her legs." It was stated that the patient's device had "worked perfectly" for just over two years and then became ineffective. It was stated that the patient had been admitted to the hospital for pain "many, many times." It was noted that at a hospital visit, the unit was tested and it was determined that nothing was wrong with it. It was noted that when the patient activated her device, "it felt like her legs were wrapped up in live electric fence wire, even on the lowest setting." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).